Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the non-boston scientific right ventricular (rv) channel. The patient was seen in hospital due to massive gi bleed and needed the outputs to be increased. Technical services (ts) stated that the left ventricular (lv) lead was programmed ring to rv and most likely this was a spring contact, and they were sharing the same anode. This device does not have the enhanced header. There were jumpy impedance measurements noted from 400 ohms to 900 ohms. The intrinsic amplitude was out of range for right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the non-boston scientific right ventricular (rv) channel. The patient was seen in hospital due to massive gi bleed and needed the outputs to be increased. Technical services (ts) stated that the left ventricular (lv) lead was programmed ring to rv and most likely this was a spring contact, and they were sharing the same anode. This device does not have the enhanced header. There were jumpy impedance measurements noted from 400 ohms to 900 ohms. The intrinsic amplitude was out of range for right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.